Manufacturer narrative:
Please retract this report 2017865-2023-94857, this product did not contribute to the event. This was reported as 2017865-2023-95266

Event description:
It was reported that noise resulting in oversensing was observed on the ventricular channel. Provocative testing was performed and noise was reproduced. The device was reprogrammed until a lead replacement procedure can be performed. The patient was stable and will continue to be monitored. Additional information was requested but is not yet available.